Event description:
Based on additional information received on 24-nov-2015 from a physician, this case became medically confirmed. Based on additional information received on 12-nov- 2015, this case initially processed as unsolicited is now considered as a solicited case and the case initially considered as non serious was upgraded to serious as the serious events of extremely tight/ tightening of left knee and pain in the knee were added with seriousness criteria as disability. Also, the case previously assessed as unlikely related was reassessed as associated. This solicited device case from (B)(6) was received on (B)(6) 2015 from a patient via patient support program. Study title: equitus rac canada. This case concerns a (B)(6) male patient who received synvisc one for avascular necrosis (off label use), his knee is feeling extremely tight/tightening of left knee, experienced constipation and pain in the knee. No past drug or concurrent condition was provided. The patient's medical history included constant pain, three (3) previous heart attacks (now using only 40 percent of his heart), hip replacement 17 years ago, the patient had been previously experienced massive coronary and had been in intensive care unit (ICU). The past drugs included oxycontin but switched to morphine later. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 4r5k002 and expiration date: oct-2017) into his left knee for avascular necrosis bone to bone arthritis (off label use). On (B)(6) 2015 (61 days after treatment with synvisc one), the patient complained of mild pain in knee, his knee was extremely tight and was painful especially during walking up and down the stairs. It was reported that the patient experienced constant pain and had been taking oxycodone hydrochloride (oxycontin) for pain relief up to ten times a day. Further, the patient had been taking so much pain, he suffered from constipation. It was reported that the patient was now using only 40 percent of his heart as he suffered from 3 previous heart attacks resulting on 60 percent of his heart being dead which was the reason due to which the patient did not want to undergo a knee replacement as he had to had several surgery. It was reported that it took about a week for the injection to take effect but once it did he felt great relief for about 8 weeks and his knee was back to at least 90 percent functional level. It was reported that the patient was planning to see orthopedic surgeon again on (B)(6) 2015. It was reported that the patient did not consider that synvisc one contributed to pain in the knee but his pre-existing condition. Corrective treatment: oxycodone hydrochloride for pain in the knee; not reported for constipation and knee is feeling extremely tight/tightening of left knee. Outcome: not recovered for pain in the knee and; unknown for constipation and knee is feeling extremely tight/tightening of left knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 40152 the production and quality control documentation for lot # 4rsk002, with expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk002, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2015, a total of (4) complaints (including this complaint) had been reported for lot # 4rsk002: (3) adverse event reports and (1) missing patient record label. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: not associated for pain in the knee and not reported for rest of the events. Company causality: associated for knee is feeling extremely tight/tightening of left knee and not associated for rest of the events seriousness criteria: disability for the events of knee is feeling extremely tight/tightening of left knee and pain in the knee additional information was received on 12-nov-2015. This case initially processed as unsolicited is now considered as a solicited case and the case initially considered as non serious was upgraded to serious as the serious events of extremely tight/tightening of left knee and pain in the knee were added with seriousness criteria as disability. The age of the patient was added. Medical history and past drug was added. The event verbatim was updated from knee is feeling extremely tight to knee is feeling extremely tight/tightening of left knee. Batch/lot number was added. The event start for the events of knee is feeling extremely tight/tightening of left knee was updated from 2015 to (B)(6) 2015. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-nov-2015. Event onset date of pain in the knee was updated from (B)(6) 2015 and text was amended accordingly. Additional information was received on 23-nov-2015 and 24-nov-2015 (both the information processed together with clock start date: 23-nov-2015) from a physician. This case became medically confirmed. Suspect product expiration date was added. Intensity for pain in the knee was added. Reporter causality of pain in the knee was updated from not reported to not associated, company causality associated to not associated and outcome from not recovered/ not resolved to recovered/ resolved. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly.

Event description:
Based on additional information received on (B)(4) 2015, this case initially processed as unsolicited is now considered as a solicited case and the case initially considered as non serious was upgraded to serious as the serious events of extremely tight/ tightening of left knee and pain in the knee were added with seriousness criteria as disability. Also, the case previously assessed as unlikely related was reassessed as associated. This solicited device case from (B)(4) was received on (B)(4) 2015 from a patient via patient support program. (B)(4). This case concerns a (B)(6) male patient who received synvisc one for avascular necrosis (off label use), his knee is feeling extremely tight/tightening of left knee, experienced constipation and pain in the knee. No past drug or concurrent condition was provided. The patient's medical history included constant pain, hip replacement 17 years ago, the patient had been previously experienced massive coronary and had been in intensive care unit (ICU). The past drugs included oxycontin but switched to morphine later. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 4r5k002 and expiration date: not provided) into his left knee for avascular necrosis bone to bone arthritis (off label use). On (B)(6) 2015 (61 days after treatment with synvisc one), the patient complained of pain in knee, patient's knee was extremely tight and was painful especially during walking up and down the stairs. It was reported that the patient experienced constant pain and had been taking oxycodone hydrochloride (oxycontin) for pain relief up to ten times a day. Further, the patient had been taking so much pain, he suffered from constipation. It was reported that the patient was now using only 40 percent of his heart as he suffered from 3 previous heart attacks resulting on 60 percent of his heart being dead which was the reason due to which the patient did not want to undergo a knee replacement as he had to had several surgery. It was reported that it took about a week for the injection to take effect but once it did he felt great relief for about 8 weeks and his knee was back to at least 90 percent functional level. It was reported that the patient was planning to see orthopedic surgeon again on (B)(6) 2015. Corrective treatment: oxycodone hydrochloride for pain in the knee; not reported for constipation and knee is feeling extremely tight/tightening of left knee. Outcome: not recovered for pain in the knee and; unknown for constipation and knee is feeling extremely tight/tightening of left knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported for all the events. Company causality: associated for knee is feeling extremely tight/tightening of left knee and pain in the knee and not associated for rest of the events. Seriousness criteria: disability for the events of knee is feeling extremely tight/tightening of left knee and pain in the knee. Additional information was received on (B)(4) 2015. This case initially processed as unsolicited is now considered as a solicited case and the case initially considered as non serious was upgraded to serious as the serious events of extremely tight/tightening of left knee and pain in the knee were added with seriousness criteria as disability. The age of the patient was added. Medical history and past drug was added. The event verbatim was updated from knee is feeling extremely tight to knee is feeling extremely tight/tightening of left knee. Batch/lot number was added. The event start for the events of knee is feeling extremely tight/tightening of left knee was updated to (B)(6) 2015. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(4) 2015. Event onset date of pain in the knee was updated from (B)(6) 2015 and text was amended accordingly.